Manufacturer narrative:
E1: initial reporter phone no.:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of an uromatic tur administration set broke in half. This happened during an attempt to adjust the drip rate after connecting the cysto-irrigation set to the bladder catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was produced on july 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.